Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case #: (B)(4). Case subject: npi 8110 error code 13-1033-149. Account name: (B)(6). Account #: (B)(6). Asset name: 8110 syringe module 9.15.1.2. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: 8110 sn: (B)(4) customer wanted to know how to fix this error code. 13-1033-149. I explain to the customer that this was a software error, and to correct this error code you would have to re-flash the 8110. The customer said ok, I will re-flash the 8110 and if I have any more problems I will call back. I said ok and the call was ended.failure device type: failure problem type: failure mode: case resolution: customer was getting the error code of 13-1033-149 and I explain to the customer that he needed to re-flash the 8110 due to that the software error. The customer said ok and ended the call. (B)(4).